Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) during a transcatheter aortic valve replacement (tavr) via trans-subclavian approach for the native aortic position, insertion difficulty in a non-edwards sheath, valve alignment difficulty, balloon torn, withdrawal difficulty from vasculature happened. An 18fr non-edwards sheath was used considering heavy tortuosity in the access vessel although there was enough diameter. A 26 mm commander delivery system did not advance at all in the sheath, so the delivery system was once removed. The sheath was exchanged to a 20fr non-edwards sheath but the same delivery system was used as there was no damage found on the valve. The delivery system passed through the new sheath without problem. Valve alignment was done in a relatively straight section, however, fine adjustment wheel span freely and balloon catheter also did not move. Because significant tension was noticed on the device, negative pressure was applied to the inflation device to check the balloon. It revealed balloon rupture or torn due to blood backflow in the syringe. A decision was made to abort the tavr and retract the device. However, the valve got stuck at tip of the sheath. An operator tried pulling back all devices as a unit in vain. Strong resistance indicated the valve/balloon assembly seemed to be stuck in the vessel. A 24fr non-edwards sheath was inserted from a transapical area and the valve/balloon assembly was retrieved using a snare. Tip of the device was cut in order to remove it from body. Then, the commander delivery system was removed from the subclavian site. The procedure was converted to a transapical tavr using the 24fr non-edwards sheath and the patient received a 26 mm sapien 3 valve successfully. The valve/balloon assembly will be returned for evaluation.

Manufacturer narrative:
Update to h10 to reflect device return evaluation. The device was returned to edwards lifesciences for evaluation, however only a portion of the 26 mm commander delivery system was returned. The delivery system was cut on the flex shaft and approximately 0.51'' of the flex shaft, flex tip, and inflation balloon assembly were returned. A guidewire remained advanced through the guidewire lumen and a crimped valve remained over the proximal portion of the inflation balloon. The returned device was visually inspected. The crimp balloon was torn at the I/c bond. The crimp balloon was not returned. Only one balloon wing remained on the balloon assembly and was flared out. Two of the three inflation balloon wings appear to have been cut. Likely due to surgical cut down needed for device removal. The distal portion of inflation balloon was unpleated and bunched. Gouges were observed on the flex tip. A post-procedural photo of the device was provided for evaluation. The inflation balloon was separated from the crimp balloon. The crimped valve remained over proximal portion of the inflation balloon. The distal portion of the inflation balloon was bunched. The flex tip was cut. Based on the condition of the returned device (device cut), functional testing was unable to be performed. Based on the condition of the returned device (device cut, crimp balloon not returned), dimensional inspection was unable to be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required for the difficulty navigating and withdrawal difficult. Per complaint description, it appears that the material separation occurring during valve alignment, resulting in an inability to inflate the balloon and deploy the valve requiring device retrieval or replacement. This is an issue that has been previously identified and investigated in a pra. Manufacturing mitigations/controls relevant to the issue are captured in pra. IFU for commander delivery system (japan), device preparation manual, procedural training manual and supplement for subclavian access were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were confirmed upon visual inspection of the returned device. However, the complaints for to inability to advance and fine adjust difficulty were unable to be confirmed. A manufacturing non-conformance was unable to be determined. A review of the device history record, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. The complaint description states, ''an 18fr dryseal sheath was used considering heavy tortuosity in the access vessel although there was enough diameter. A 26 mm commander delivery system did not advance at all in the sheath, so the delivery system was once removed.'' Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' The presence of tortuosity can create suboptimal angles and lead to non-coaxial alignment between the delivery system and sheath, contributing to resistance upon advancement. As such, available information suggests that patient factors (tortuosity) likely contributed to the complaint event. The complaint description states, ''valve alignment was done in a relatively straight section, however, fine adjustment wheel span freely and balloon catheter also did not move. Because significant tension was noticed on the device, negative pressure was applied to the inflation device to check the balloon.'' As reported above, tortuosity was present in the vasculature. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. Severe gouges were observed on the flex tip (figure 4), which is indicative of flex tip diving. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that preforming valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. Furthermore, if the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. It is possible that increased forces and tension could have then weakened the balloon, causing the crimp balloon to tear. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Possible sources include performing valve alignment in non-straight section can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip). As such, available information suggests that patient factors (tortuosity) and procedural factors (performing valve alignment in non-straight section of anatomy) likely contributed to the complaint event. ''A decision was made to abort the tavr and retract the device. However, the valve got stuck at tip of the sheath,'' as reported in the complaint description. Additionally, as reported above, tortuosity was present in the vasculature. The presence of tortuosity can create suboptimal angles and lead to non-coaxial alignment between the valve and sheath tip during withdrawal. As the valve remained crimped on the balloon during retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. Additionally, the altered balloon profile due to the crimp balloon tear can also be more susceptible to catch on the distal end of sheath tip, which would further contribute to the experienced withdrawal difficulties. Furthermore, the use of a non-edwards sheath may have also contributed to the reported event. The commander delivery system is indicated for use with the esheath introducer set. The 18f (6mm ID) gore sheath may be too small and not compatible with a 26mm commander delivery system. This may also result in withdrawal difficulties as reported. As such, available information suggests that patient (tortuosity) and procedural factors (withdrawal of crimped valve, withdrawal of torn balloon, use of non-edwards sheath) likely contributed to the complaint event. A product risk assessment was previously performed per management discretion to assess the risks associated with this event. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.